Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
As product was not returned, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
Customer reported the fs insulinx meter he had purchased at his healthcare provider's office was missing the lancing device, noting the box seal was broken. He further reported that on (B)(6) 2013 due to this he could not test and subsequently experienced numbness of his feet. Customer self-treated by rubbing alcohol on his feet and then self-presented to his healthcare provider where he was diagnosed with hypoglycemia and treated with glucose via "injection". Customer was additionally given unspecified medication for the numbness in his toes. There was no report of death or permanent injury associated with this event.